Manufacturer narrative:
Device has been returned for analysis and product investigation completed. Analysis found evidence of lithium clusters in the battery, which creates electrical shorting. As a result, evaluation conclusion code "cause traced to device design" was selected.

Event description:
It was reported that this insertable cardiac monitor (icm) device had issues connecting with external devices. Boston scientific technical services (ts) received a call from the patient. The patient provided the patient mobile monitor (pmm) was unable to interrogate the icm device. Ts had the patient restart the pmm and perform a connection check but that did not resolve the issue. Ts referred the patient to the clinic. Subsequently the patient was seen at the clinic and a boston scientific representative was present. The boston scientific representative provided they were still unable to pair the icm device with the pmm. The boston scientific representative attempted to pair the icm device with the clinic mobile monitor (cmm) but were unsuccessful. Ts suggested to try to use the donut magnet to connect with the device but were also unsuccessful. Ts advised to explant the device and return it for analysis. Subsequently an explant procedure was scheduled, and the physician explanted and replaced the device. The procedure was completed successfully. The device has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device had issues connecting with external devices. Boston scientific technical services (ts) received a call from the patient. The patient provided the patient mobile monitor (pmm) was unable to interrogate the icm device. Ts had the patient restart the pmm and perform a connection check but that did not resolve the issue. Ts referred the patient to the clinic. Subsequently the patient was seen at the clinic and a boston scientific representative was present. The boston scientific representative provided they were still unable to pair the icm device with the pmm. The boston scientific representative attempted to pair the icm device with the clinic mobile monitor (cmm) but were unsuccessful. Ts suggested to try to use the donut magnet to connect with the device but were also unsuccessful. Ts advised to explant the device and return it for analysis. Subsequently an explant procedure was scheduled, and the physician explanted and replaced the device. The procedure was completed successfully. The boston scientific representative provided the icm device is expected to be returned for analysis. No additional adverse patient effects were reported.